Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief and claimed the position of the pump was uncomfortable. There were no reported issues with pump functionality. The pump was explanted on (B)(6) 2015 and returned for evaluation.

Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. (B)(4).